Event description:
Patient was receiving closed reduction of right radial/ulnar fracture. The c-arm appeared to have been stuck in the "on" position with the series of repeated short x-ray bursts. The patient was protected under lead apron and the x-ray beam was not over the patient when it happened.